Event description:
Pt implanted with lcp plate and screw construct in (B)(6) 2010 for treatment of left distal femur fracture. Pt complained of pain and returned to operating room on (B)(6) 2012 for removal of hardware. Pt was not revised with any additional parts. This is the 10th of 18 reports submitted on this event.

Manufacturer narrative:
Approximate weight reported as (B)(6). The screw construct consisted of 7.3mm cannulated screws, 4.5mm cortex screws and 5.0mm locking screws. There were a total of 17 screws implanted. The quantity of each type of screw is unk. Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.